Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump door, on the safety clamp, and on the pump molded clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The catch-post hipot test, the patient hipot test, and the current leakage test passed. An (as-received) 12500ml treatment-based continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2021, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this 76-year-old female pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired on (B)(6) 2021 at home due to a sudden cardiac arrest. It was reported the patient previously had multiple complications due to cardiac arteriovenous malformations (avm¿s) and required weekly blood transfusions. The patient¿s sudden cardiac arrest was directly attributed to the avm¿s and cardiac disease. The patient was found unresponsive by patient contacts at home on the morning on (B)(6) 2021. It was unknown if emergency services were activated but it was stated the patient was pronounced deceased at their home. The patient was connected to the liberty select cycler at the time of their death; however, the pdrn affirmed the patient¿s sudden cardiac arrest leading to their death was unrelated to pd therapy or the use of any fresenius product(s) or device(s). Additionally, it was confirmed this event was not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the patient¿s sudden cardiac arrest leading to their death. The cause of the patient¿s death due to a sudden cardiac arrest can be attributed to complications from cardiac arteriovenous malformations (avm¿s) and cardiac disease as reported by a medical professional. It is well known the end stage renal dialysis (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Event description:
On (B)(6) 2021, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this (B)(6) female pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired on (B)(6) 2021 at home due to a sudden cardiac arrest. It was reported the patient previously had multiple complications due to cardiac arteriovenous malformations (avm¿s) and required weekly blood transfusions. The patient¿s sudden cardiac arrest was directly attributed to the avm¿s and cardiac disease. The patient was found unresponsive by patient contacts at home on the morning of (B)(6) 2021. It was unknown if emergency services were activated but it was stated the patient was pronounced deceased at their home. The patient was connected to the liberty select cycler at the time of their death; however, the pdrn affirmed the patient¿s sudden cardiac arrest leading to their death was unrelated to pd therapy or the use of any fresenius product(s) or device(s). Additionally, it was confirmed this event was not due to a deficiency or malfunction of any fresenius product(s) or device(s).